Event description:
The customer observed architect error message 1051 (unable to calculate result. Absorbance exceeded optical limit) and was unable to calibrate a new lot of clinical chemistry alkaline phosphatase when reagent lot 62474un10 was in use. Upon closer inspection of this reagent lot, the customer observed varying degrees of mold growth and darkened reagent color in the r2 cartridge of the alkaline phosphatase reagent kit. There was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient (B)(4). Contamination during use (B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.